Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate after customer completed supply changes. There was no impact to blood glucose. Review of t:connect pump data during a supply change showed that a cartridge was overfilled. Although requested, the customer declined follow up regarding the event.